Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances on contacts 5, 6 and 7 were unknown and not determined. It was reported that the cause of the tilted ins was not determined either, but the rep reported that the patient indicated that it had been like this since their surgery with their doctor. It was reported that the tilt occurred at the time of the surgery. It was indicated that the provided information had been confirmed with the physician, as the physician was present at the appointment. Additional information was also later received on 2018(B)(4) where the rep reported that the patient had been seen by their doctor and they were planning on doing a battery revision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consume via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient was seen on (B)(6) 2018 and had an inability to charge. The patient had not used or recharged the device in over a year. The device needed a trickle charge and then the power on reset (por) 0x8 message was cleared. The patient had good coverage in their pain areas. The patient also reported that their pocket site was thinning around the implantable neurostimulator (ins) and it was tilted on its side. The top margin was rubbing against their skin. It was reported to be painful and tender to touch. This also made recharging more difficult. The patient stopped using stimulation over a year ago because the patient said it was causing them to have muscle spasms in their back. The impedance check done on (B)(6) 2018 revealed that contacted 5, 6, and 7 were >10 ,000 ohms and were unusable. The manufacturer representative was able to program around the impedances. The issue was not resolved at the time of the report. The patient would like to see a surgeon for consult on replacing or revising the battery. A surgical intervention was planned but not scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-05-24 from the health care provider (hcp) and manufacturer representative noting that the cause of the impedance issue was unknown. The cause of the ins being tilted was also unknown. The patient reported that it had been like that since their surgery. No further complications were reported.